Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a blood glucose (bg) level that read "low" on the continuous glucose monitor; cause was unknown. Customer required assistance consuming carbohydrates to address the low. Recommendation was made to consult with a healthcare provider regarding diabetes management.